Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. The customer, reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 26 mg/dl. Reportedly, customer's weight was entered incorrectly, which attributed to their low. Paramedics were called and treated customer intravenously with a drip. The customer continued to use the pump for insulin therapy.